Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient wanted the ins explanted because when he would sit down, the stimulation was not comfortable and was hurting him since 2012. The stimulation was off and he did not have the patient programmer to see the ins status.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they had spoken with few doctors about resolving the issue. The patient indicated that the issue had not been resolved and everything was still the same and it was very inconvenient living with it.

Event description:
The patient reported only one battery was working. It would hurt when asleep, it felt like a bump and they had spoken to an adjuster. They were informed that the ins should be left in. The patient reported that he could not stand the pain 24/7 and wanted it taken out. It had not helped since 2 years prior. 2014 he had tried to use it but could not because the legs would hurt a lot. The leg started to hurt since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.